Event description:
A customer reported their freestyle navigator continuous glucose monitoring system was not displaying a glucose value, only "- - -". As a result, she experienced hypoglycemic episode with seizure. She was transported to a local hospital via paramedics where she was diagnosed with hypoglycemia and treated with unknown intravenous fluids and orange juice. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.